Event description:
Uf report #(B)(4) submitted by hospital states that a patient underwent revision to address pain and cup loosening. Metallosis was found throughout the hip, although it was presumed that the metallosis was actually coming through the screw/cup interface, because those two were definitely articulating and rubbing, and there was a lot of metallosis down in the actual acetabulum up the screw holes. The cup was grossly loose and was removed by hand.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the bone screw as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.